Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began unspecified treatment for the peritonitis (no further detail). It was reported that pd therapy was ongoing during the treatment and withdrawn on an unspecified later date. On an unreported date, the patient was recovered from the peritonitis. No additional information is available.